Event description:
It was reported by the customer via phone, that there was a noticeable red foreign matter located inside the powerpicc device. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.